Manufacturer narrative:
After the initial report it was determined that this was duplicate of an already reported event under MDR 3010536692-2018-00066. Please void the initial and follow up reports.

Manufacturer narrative:
This complaint will be updated once investigation is complete. Trends will be evaluated.

Event description:
Allegedly, patient revised due to dislocation. (Right).